Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported they saw a surgeon on (B)(6) 2018 and an x-ray was done that showed the device was still in its proper place. They had an appointment on (B)(6) 2018 with the surgeon and the manufacturer representative who reprogrammed the device and amplitude was set to a much lower level than it had been previously. It was ineffective at that level, so the amplitude was increased, but severe cramping necessitated lowering the number and then the effectiveness would diminish. They reported they were still attempting to find the right amplitude for efficacy without adverse reactions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient was implanted for fecal incontinence recently and hasn't hadn't had a bowel movement up until the day prior to the report; it was very minimal. Through the day prior to the report, they had a lot of cramping and bloating. The patient reported they had turned stimulation off around 2am the day of initial report and because they were so constipated. After turning stimulation off, the patient pooped about 5 times, but they have residual pain and cramping from being backed up. Patient was wondering if any adjustment could be made to help with this issue. The patient was directed to their healthcare provider (hcp) to see if they would recommend adjustment. Additional information received from the patient on 2018-07-27 who has since turned their ins back on and because so, they have been experiencing intermittent electric shocking sensations every 5 to 10 minutes in their legs, feet, and arms. Patient said these sensations last 1 to 5 seconds. The patient also confirmed feeling stimulation at the target area despite these shocking sensations; no trauma/falls/programming changes were made that could be related to the issue. The patient said they have only adjusted between 1.0v and 1.2v; this has not resolved the issues. As a result of what was reported, the patient was redirected to their hcp. The patient was then advised to try another program until they could see their managing hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back stating they tried another program over the weekend. They stated they were feeling shocks less frequently, but had a burning/stinging sensation in their feet, legs, hands, and butt when they changed to the new program saturday. Patient reported they just turned the ins off the night prior, but still felt occasional stinging and burning sensation on the bottom of their feet. The patient was advised to follow-up with their healthcare provider and they reported they were going to see their healthcare provider the following morning. Patient was going to leave stimulation off until the healthcare provider could verify the system was ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient was asked what steps were taken to resolve the intermittent shocking. They reported that at the recommendation of the manufacturer they tried a different program on (B)(6) 2018. They continued to have shocking sensations, burning, and stinging, they turned the device off again on (B)(6) 2018 at 10:30pm. They called the doctor on (B)(6) and made an appointment on (B)(6) 2018. The called the manufacturer again on (B)(6) and was advised to keep the device turned off in light of the (B)(6) doctor's appointment. The issue was still not resolved. The device had been turned off since (B)(6) and they had another appointment with their doctor and manufacturer representative scheduled on (B)(6) 2018.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient reported their device was not working and they had shocking that occurred if the stimulation was turned up too high. The patient stated that they had issues with shocks and had to lower stimulation. The stated they device had been pretty ineffective and was still not working. They stated they knew it was on, they felt the tingling. The stated the shocking started right after surgery. An x-ray had been performed and nothing had changed with the location of the device. The patient was redirected to their healthcare provider. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.